Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the pcb for cmos drive connection failure. Based on the result, we concluded that it was caused due to the physical damage applied on the pcb for cmos drive. In addition, we confirmed that the down pulley wire connection failure, the cmos module with drive pcb connection failure, the remote control button(2) cut, and the bending rubber scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure) expiration date:2024/2/23"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).